Event description:
Patient reported receiving a blood glucose result of 392 mg/dl, which using the suspect device. Based on this result, patient delivered 24u insulin, and sought treatment in the hospital emergency room. Upon arrival at the hospital, patient's blood glucose measured 91 mg/dl. No treatment was received; however, patient remained at the hospital, for - 6 hours, for observation. Patient was using expired test strips at the time of the event. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.